Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, service history and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported having suction loss during treatment and smaller loi was used to complete the treatment. No patient injury reported. Request for additional information was conducted however, at the time of this report no additional information has been received.